Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non pacer dependent, asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device explanted and replaced on (B)(6) 2016. The patient was in normal condition post operation.